Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements point to a possible device malfunction. However, to determine an exact root cause, investigation at the explanted device would be necessary. Re-implantation is considered but not scheduled yet.

Event description:
The user did not have any hearing sensation anymore with the device. Re-implantation is considered.

Event description:
The user did not have any hearing sensation anymore with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. In addition, damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found. Other damages are related to the removal surgery. This is a final report.

Event description:
The user did not have any hearing sensation anymore with the device. The user has been explanted.